Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Tissue approximated. What was used to complete the procedure? Skin closure. Was the procedure successfully completed? Yes. Please provide the lot number for the involved device qgbbqh. Please provide the procedure name and date. Not provided from the customer. In the event description is sounds like one (1) device had an issue. However, according to the impacted product page it says six (6) products were involved. The physician said comparing to other batches this batch is easier to be broken. How many products were involved? If more than one (1), what was the issue with the other devices? 667g 4~5 ea broken while using normally. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent an unknown surgery in 2021 and suture was used. During the skin closure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/03/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.